Event description:
The following information was provided: it was reported that the patient's right hip was revised due to infection. A head and liner exchange with placements of antibiotic beads as a spacer was performed (spacer components were removed 5 days later). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name delta v-40 ceramic head 36/0; cat#6570-0-136; lot# 31390252, device name tridentii tritanium cluster56f; cat# 702-04-56f; lot# 30825351a, device name 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot# mv6a, device name high insignia collared hip stem; cat# 7000-6605; lot# 31574756. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.